Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged that the pump had been emitting a constant vibration after being exposed to water. The patient reportedly lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed a cracked battery compartment with visible moisture in the compartment. The pump failed a leak test due to this. The pump was powered on; and the pump emitted a constant vibratory tone. The pump cover was opened and additional moisture damage was found throughout the pump.